Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose due to a site infection. The customer got a site infection when she changed her infusion set site. The customer's blood glucose was 508 mg/dl at the time of the incident. The customer treated the high by changing their site and taking antibiotics for the infection. The customer experienced symptoms such as pus, redness, discharge from the abscess. The customer had surgery to remove the abscess. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.